Event description:
It was reported that the patient presented to the emergency room in fine ventricular fibrillation (vf). Review of electrograms show slow ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes wandering in and out of the detection zone and the implantable cardioverter defibrillator (ICD) never fully detected to shock rhythm. No integrity issue was noted. The patient was in critical condition. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 5076 lead, implanted: (B)(6) 2005. (B)(4). (B)(6).

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated ventricular fibrillation (vf) detection. Ventricular tachycardia (vt)/ ventricular fibrillation (vf) non-sustained tachycardia (nst) episodes were not detected as vf, as the arrhythmia is under the detection zone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.